Event description:
Description of the event (check all that apply) - loss of integration (li) discovered: during clinical procedure. Was there any injury to the patient as a result of the event? No. Was surgical intervention necessary to : preclude permeant impairment? No. Was there a delay in the surgical procedure? No. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).